Manufacturer narrative:
Follow-up #1 (9/18/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips involved with this complaint were tested and found to have contaminated enzyme. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the reporter contacted lifescan (lfs) on behalf of her daughter alleging that a one touch ultralink meter read inaccurately erratic. The patient manages her diabetes with an insulin pump. The reporter indicated that the alleged issue started on (B)(6), 2010, at around 11:00 - 11:30 pm. The reporter claimed that the patient woke up at 11:30 pm that night feeling low and shaky. The patient reportedly tested herself with the reported lfs meter and got "32 mg/dl." The patient administered self-treatment by drinking juice. An unspecified time later, the patient retested her blood glucose again with the lfs meter and got "86 mg/dl." Twelve minutes later, the patient retested again using the same vial of test strips and reportedly got a result of "21 mg/dl." A minute later, she retested with a new vial of test strips and got "186 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Also, based on the "186 mg/dl" reading, the reporter felt as though the patient was probably not as low as what the meter had displayed in regards to the readings of "32 and 21 mg/dl." The reporter was unable to recall what meter readings the patient obtained prior to the event. She also did not allege that any readings prior to the event were inaccurate or abnormally high. The patient was asymptomatic prior to going to bed that night at 10:00 pm. The reporter reportedly performed a control solution test that failed low. The patient then reportedly performed a 2nd control solution test using a different vial of test strips and the test passed. The test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter reported a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. The reporter also claimed that she performed a control solution test using a specific vial of test strips that failed. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of shakiness developed before the alleged issue began.